Event description:
The reporter stated the surgeon attempted to insert a competitor's lens and the lens was torn. There was no pt contact. The reporter stated the cause of torn lens was due to the injector and cartridge.

Manufacturer narrative:
Evaluation codes: method - (other) cartridge lot number search. Results - (other): a cartridge lot number search was performed and four similar complaints were found.